Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said their stimulator was no longer working for them; they tried changing settings. The patient also assumed the patient programmer (pp) was no longer working, but they added that they no longer have the programmer. During the call, the patient referenced x-rays which showed the lead migrated. The call agency noted that the patient may have thrown their pp away, but the patient never came out and said that. Patient had surgery on (B)(6) 2018 to move the lead. They also said that they are no better off after surgery and they are having the same problems with their bowels. Patient lastly said the surgery was painful and that they tried different stimulator programs; "the" are suffering with stimulator not working. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the actions taken to resolve the bowel incontinence post-surgery was adjustment to programming and replacement of the controller. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Device evaluation code (B)(4) correct to (B)(4) which pertains to tined lead, (B)(4), interstim ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported they had back surgery several weeks ago and another surgery on (B)(4) 2018, to move the stimulator lead which had migrated. The patient noted they had to take imodium so she didn¿t have bowel leakage. It was noted the event was ongoing at the time of the report. There were no further complications that have been reported as a result of this event.